Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation executive summary: field technician stated issue of error 133.6090 & 121.2072 was confirmed. On 21-jan-2025, pcu was received unboxed and with paperwork. Unit powers on with error code 121.2072 and can only be turned off. Error cleared when unit was re-assembled. Unable to isolate where the faulty issue originated. Device to be returned to san diego repair center for processing. No repair required by bd san diego repair center. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had 133.6090 error. There was no patient involvement.